Event description:
Patient reported that the adhesive pad did not stay attached to the body for the full 24 hour period. The patient stated that she felt pain from the needle poking at her skin, that's when the patient noticed the adhesive pad beginning to lift.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off could be confirmed. The adhesive liner was partially removed, this resulted to the insufficient adhesion contact to the body and the device will fall off.